Event description:
During the index procedure, the patient had a 3.5 x 12 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the proximal rca to treat the target lesion. A second 3.5 x 12 mm resolute integrity stent was subsequently implanted in the proximal rca to treat a dissection or other causes of abrupt vessel closure in area adjacent to original target lesion site. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).